Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had an inappropriate shock due to oversensing noise. The shock occurred with the sensing vector programmed to the primary sensing vector. The clinic was able to re-create the noise. Technical services advised some testing options. Later, the doctor explanted both the pulse generator and the electrode. There were no additional adverse patient effects.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD operated appropriately in the laboratory setting, investigation into the observed behavior determined that transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that the patient had an inappropriate shock due to oversensing noise. The shock occurred with the sensing vector programmed to the primary sensing vector. The clinic was able to re-create the noise. Technical services advised some testing options. Later, the doctor explanted both the pulse generator and the electrode. There were no additional adverse patient effects. The system remains implanted.